Manufacturer narrative:
A ge service rep performed an onsite investigation. The image process controller connectors were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was intermittently unable to perform fluoroscopic x-ray. No pt injury was reported.